Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic pouch, the procedure was converted to open unrelated to device problem due to a large specimen was removed, on the large bowel, the staple line did not hold on the two reloads. There were misformed staples in the anastomosis and so the surgeon had to redo it with a manual stapler in a patient with a big resection in crohn¿s who does not have a lot of extra bowel to throw out because of the stapler issues. There was bleeding and the hemoglobin dropped and required a transfusion. The patient was hospitalized for 1 week.